Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level was more than 1000 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous drip. The customer stated that blood glucose had been 164 mg/dl at 9:30 pm the previous night and it was between 230 mg/dl and 430 mg/dl that emergency was called to take the customer to the hospital. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.